Event description:
New information notes: it was reported that the device was explanted.

Event description:
It was reported that an asymptomatic patient was presented in the emergency room and the pulse generator was found in backup mode. The patient was lost to follow-up and the device remained implanted.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
Implant date should be (B)(6) 2006 instead of (B)(6) 2006. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.